Manufacturer narrative:
Received one device. As received, the needle was observed to be bent outward past the needle holder. No other damages or anomalies were observed. One (1) photo was returned that confirms the customer complaint. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during patient treatment at the hospital, the safety needle failed to make the usual click when the nurse attempted to remove the gripper, and the needle was found detached from the system. The cytostatic drug administered was unknown. A similar issue occurred the previous week with another gripper, but it was not reported due to lack of a sample. The event occurred after the needle had been connected to the patient and was being removed to conclude the treatment. There was no patient involvement or adverse event reported but was there was delay in critical therapy.